Event description:
Reporter indicated that vns patient experienced high blood pressure (210/160) following use of magnet during a seizure and had to go to the hosp emergency room. Further follow-up revealed that neurologist requested the patient to follow-up with their primary care physician to evaluate their blood pressure.